Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿pacemaker malfunction associated with proton beam therapy: a report of two cases and review of literature-does field-to-generator distance matter?¿ oxford medical case reports. 2017; 2016(8):190-194. Doi: 10.1093/omcr/omw049. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable pulse generator (ipg). The article reported that the patient experienced a power-on-reset while being treated with the proton beam therapy for lung cancer. The change in device parameters was found through programmer analysis of the device on the last day of treatment. Of note, ¿phantom testing¿ of the same device was done prior to the patient treatment and no device abnormalities were found. The status/location of the device is unknown. The patient remained ¿asymptomatic¿ after the device reset. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the company representative who confirmed that the reset had occurred during the proton beam therapy. No further information will be available.